Manufacturer narrative:
The c503 analyzer serial number was (B)(6). The hardware check showed issues. On (B)(6) 2026, the field service engineer (fse) found that the sample probe was dirty, and there was significant contamination/residue in the ultrasonic wash station. The fse performed manual cleaning and decontamination. The cuvette wash station nozzles were checked with no issues. The wash water levels were within the specified range. A system wash was performed along with a cell blank measurement. Qc passed. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for creatinine plus ver.2 (crep2) on a cobas c 503 analytical unit. The initial result was 3.25 mg/dl. The repeat result was 1.35 mg/dl.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 90014401 with an expiration date of 31-may-2026. The investigation determined that the service actions (cleaning and decontaminating the sample probes, ultrasonic wash (usm) unit, and wash stations) resolved the issue.